Event description:
It was reported there was a lead warning for low impedance and an impedance trend moving down to below 200 ohms. Follow up revealed the physician wanted to leave the lead for a month and then reevaluate. The patient missed the one month follow up visit and was rescheduled. It was further reported that there was a lead warning for low impedance on both the atrial and ventricular leads. The atrial and ventricular leads were capped and replaced with new leads. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.